Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. No information pertinent to the reported condition was discovered. The lot met the acceptance criteria for release. Unfortunately the complaint sample was not made available; therefore a physical evaluation of the reported condition could not be conducted. No definitive conclusion can be reached with regard to the reported complaint condition; however, samples for similar complaints have been previously analysed. The precipitates were isolated and inspected and it was concluded that the precipitate observed was calcium carbonate. The surface of the tubing sets represent the first place for calcium carbonate precipitates to form and grow, therefore even if not yet present in the solution, precipitates may be found on the surface of the tubes. Accusol, as other crrt solutions containing bicarbonate at physiological ph, is a supersaturated solution for calcium carbonate, meaning that when mixed it bears a risk of precipitation. A team has been set up to investigate this issue, and a caution in-use notification letter has been issued. The ph of the solution has been identified as the primary root cause of this problem (B)(4). We are confident that this corrective measure will significantly reduce the occurrence of this problem. A more long-term preventative plan is currently being evaluated by the team to permanently eliminate this problem. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. (B)(4).

Event description:
This customer reported to baxter (B)(4) that the bag that was connected to a patient formed crystals causing the tubing to be blocked. The nurse had not noticed crystals before it was connected to the patient. No patient injury has been reported by the customer.